Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke shortly after the implant procedure. The physician does not believe the stroke was related to the device. The patient is currently recovering in a rehabilitation facility and has turned the device on to find effective pain relief.